Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(4). Case description: (B)(6) had a msiii infusion pump. Channel b had error 282 (pump motion hinder). Case resolution: (B)(6) was aware msiii infusion pump was end of life and end of support. I recommended (B)(6) to replace drive module assy. On channel b. He may have to retire the unit, if he could not find a new replacement drive module assy.